Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, prior to device calibration, patient experienced early sensor shutdown. Patient claimed that on (B)(6) 2014 paramedics were contacted to treat patient for unconsciousness. Patient claimed that paramedics administered dextrose. No further medical intervention was necessary. At the time of the call, patient reported being in good condition.